Manufacturer narrative:
Correction on initial report.

Event description:
The customer reported leaking from the y site of a pca administration set. There was no patient harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.